Manufacturer narrative:
Product analysis: model: 24950klq, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that the remote monitor was unable to detect radiofrequency (rf) head; found corrosion on rf head and base contacts; found error code in failure analysis (fa) log. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor displayed an error code indicating the reader is off the monitor base and has powered down, is off the base station and has no battery life remaining or the reader is out of range of the monitor. It was further reported that there was a red liquid that dried up in between handset and cradle and it looked like something "leaked from the monitor". The patient was advised to clean off the base and the handset. The patient also attempted to powercycle and hard reset the handset thrice with no success. The monitor is expected to be replaced. No patient complications have been reported as a result of this event.